Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 506 mg/dl. Customer attempted to address elevated bg with a manual injection. Customer went to the emergency room and was admitted to the hospital with moderate ketones. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.